Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not clipping. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lock clip applier instrument to perform failure analysis. Visual inspection did not reveal any damage. The instrument underwent testing on an in-house system, passing recognition and engagement tests. It moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The instrument also passed the clip test and was fully functional. No product issues were identified. The complaint was not confirmed based on failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a cholecystectomy. The instrument was inspected prior with no noted damage. The incident occurred while the surgeon attempted to clip onto the tissue bundle. The clips used were large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested for the clips. The issue occurred on the first clip application attempt. The surgeon used a backup instrument to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.